Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.25mm wolverine coronary cutting balloon ruptured on the first inflation at six atmospheres. There was no serious injury or adverse patient effects.

Manufacturer narrative:
The 10 x 3.25mm wolverine cutting balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole which was located at approximately 2 mm proximal of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.25mm wolverine coronary cutting balloon ruptured on the first inflation at six atmospheres. There was no serious injury or adverse patient effects.